Event description:
It was reported that the balloon burst. The nurse inserted a bardia foley catheter into the patient on (B)(6) 2018. Allegedly, the balloon ruptured on the same day. It was later reported per email received on october 29th, 2018 from a malaysia investigator, that a piece of the sac was missing and not returned for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst. Type of burst with the balloon partially or completely detached with a swollen sac, was a characteristic of a grossly overinflated balloon.the sample was evaluated under microscope and no conditions were found that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon burst. The nurse inserted a bardia foley catheter into the patient on (B)(6) 2018. Allegedly, the balloon ruptured on the same day. It was later reported per email received on (B)(6) 2018 from a (B)(6) investigator, that a piece of the sac was missing and not returned for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst. Type of burst with the balloon partially or completely detached with a swollen sac, was a characteristic of a grossly overinflated balloon. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: evaluation codes.

Event description:
It was reported that the balloon burst. The nurse inserted a bardia foley catheter into the patient on (B)(6) 2018. Allegedly, the balloon ruptured on the same day. It was later reported per email received on (B)(6) 2018 from a (B)(6) investigator, that a piece of the sac was missing and not returned for evaluation.